Manufacturer narrative:
Results: the neuron 070 had bends approximately 21.0 cm, 51.0 cm and 81.0 cm from the hub. The device was ovalized from approximately 108.5 cm to 110.5 cm from the hub. The distal tip of the device was ovalized and kinked. Conclusion: evaluation of the returned neuron 070s confirmed damage along their length. If the devices are forcefully removed from their packaging at extreme angles or otherwise mishandled during preparation, damage such as this may occur. It is possible some of the returned damage on these devices was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02383.

Event description:
During preparation for a medical procedure, two neuron 6f 070 delivery catheters (neuron 070) were found to have bent tips. The damage to both neuron 070s was found prior to use, upon removal from the packaging and, therefore, were not used in the procedure. The procedure was completed using another catheter.